Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10918r39, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving lioresal at an unknown concentration and dose via an implantable pump for intractable spasticity and familial spastic paraparesis. It was reported that the connection between the pump and catheter disconnected. The patient stated he could not walk. The patient said he really got screwed up until the pump was replaced 8 weeks later. The medication was not going to the spine, it was just dripping in the body. The patient said it was as set back and he was in the chair for a while. The event date was stated as 2012 (approximate date of (B)(6) 2012). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.